Manufacturer narrative:
Exposed sharp edges on the broken siderail assembly.

Event description:
It was reported by service report that the pt right siderail was broken and there were exposed sharp edges. There was pt involvement; however, no adverse consequences were reported.